Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during implantation procedure, the device failed to pace in bipolar settings as expected when using automatic detection of implantation feature. Device paced normally in unipolar when placed into the pocket.